Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One (1) 6 french angio-seal vip device was received for product evaluation. The hemostasis sheath and arteriotomy locator assembly were returned. The device was visually inspected and appeared to have been in used condition with visible signs of blood. The locator and hemostasis sheath were fully mated. No other damage to the device was identified. For dimensional testing, the outer diameter of the locator was measured to be 0.0905'', which was within the specification of 0.092'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.116'' which was within the specification of 0.114"+/-0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Weight: requested, not available due to privacy. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that when the doctor advanced the angio-seal device into the artery, resistance was felt when the locator and sheath were inserted. The doctor attempted to rotate the sheath (even 180°clockwise); however, he was unable to advance it into the artery. Manual pressure was applied to the puncture site to complete the surgery. The doctor stated that he doubted that the sheath caliber (inner diameter of the sheath) of this lot number was larger than other lot numbers, so it caused difficulty to advance into the artery. The patient was in stable condition. Additional information was received on 17jan2023: the procedure performed prior to using the closure device peripheral arterial occlusive disease (paod). The procedure sheath used was 6 french. A pre-deployment angiogram was performed. The blood loss was less than 250cc's.